Event description:
It was reported that while in use on a patient, these 840 ventilator displayed alarms indicating loss of ventilation as well as emitted a burning smell. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e: japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this 840 v entilator displayed alarms indicating loss of ventilation as well as emitted a burning smell. The device was available for evaluation. A review of ventilator logs confirmed a loss of ventilation. The service personnel (sp) inspected the ventilator, noticed burning smell and unit displayed multiple background codes when turned on. Further, sp identified thermal damage to the capacitor c184 on the analog interface (ai) printed circuit board (pcb). Customer did not authorize repair and decided to dispose the equipment. Review of the image provided confirmed that the capacitor c184 on the ai pcb was thermally damaged. If a failure of the capacitor c184 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported loss of ventilation and burnt smell was isolated to a faulty capacitor c184 on the ai pcb. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.